Manufacturer narrative:
The local area field representative was contacted for additional information regarding event details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Additional information received reported that there were no clinical observations associated with the pacemaker, and there were high pace impedances and lead noise on the ra lead. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Additional information received reported that there were no clinical observations associated with the pacemaker, and there were high pace impedances and lead noise on the ra lead. No additional adverse patient effects were reported. Additional information received reported that this ra lead had exhibited a sudden change to high out-of-range pace impedance measurements greater than 3,000 ohms and noise with oversensing due to lead fracture. There was no evidence of pacing inhibition. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: device code a072201/high impedance was added.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Additional information received reported that there were no clinical observations associated with the pacemaker, and there were high pace impedances and lead noise on the ra lead. No additional adverse patient effects were reported. Additional information received reported that this ra lead had exhibited a sudden change to high out-of-range pace impedance measurements greater than 3,000 ohms and noise with oversensing due to lead fracture. There was no evidence of pacing inhibition. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.